Event description:
A (B)(6) year old male patient contacted zoll customer support to report that the charger indicated 'battery defective' when the battery was placed in the charger. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery defective prompt when placed on charger) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.